Event description:
The surgeon had difficulty injecting the lens. The trailing haptic became trapped between the plunger and the internal sides of the loading area and the internal side of the nozzle of the injector, becoming torn. The lens had to be explanted during the surgery and the spare used.

Manufacturer narrative:
This product is not distributed within the us; however, since the injector is the same and the lens materials are the same as us product it is being reported. The surgeon spoke with the rayner ophthalmic surgery consultant who suggested that the issue may have been caused due to closing the injector with the plunger advanced. The surgeon reports that the patient is doing well and there should not be any long term sequelae.